Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic low anterior resection, the anvil could not be attached to the trocar. The device was used between the rectum and the anus. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Batch # r58r2n. Device evaluation: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer was present and cut indicating that the instrument achieved a full firing stroke; however the instrument was received fully loaded with staples. A new washer was placed on the instrument and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The anvil was attached on the device completely and without any difficulties and did not detach during functional testing. While no conclusion could be reached as to how the washer was cut without the instrument deploying the staples, it is possible that the returned anvil does not belong to the returned device. It is impossible for a device to be fired multiple times due to the design. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.